Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD was found in backup vvi mode due to event queue overflow. The ICD was reprogrammed and the patient experienced no consequences.